Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Surgical assistant harvesting saphenous vein experienced continual thermal shut down while attempting to seal and cut vein branched. Multiple attempts to allow device to cool down for 30 plus seconds and device continued to shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 11mar2020 for evaluation. An investigation was conducted on 22apr2020. An engineering evaluation was performed. Signs of clinical use and no evidence of blood was observed on the harvesting handle.the device was assessed for any damage to the jaws and electrical short. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be intact, no visual defects observed. The clear silicone insulation on both the jaws was observed to be intact, no visual defects were observed. No damaged to the jaws or electrical short was observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(6) at level 3.0. The device turned on and audible sound was heard when activating the toggle. The device passed the pre-cautery test; and produced visible steam and heat during ten (10) 3-second activations. The device successfully passed two electrical tests. It was observed that the device was not dismantled and observed to be operating as normal. Based on the engineering evaluation and returned condition of the device, the reported failure "electrical issue" was not confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Surgical assistant harvesting saphenous vein experienced continual thermal shut down while attempting to seal and cut vein branched. Multiple attempts to allow device to cool down for 30 plus seconds and device continued to shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.